Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in a 32-year-old female patient who had essure (batch no. E01916, e01923) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of essure placement: doctor remove the half inserted coil on that side and put a new coil in." The patient's medical history included asthma, cervical incompetence, chlamydia conjunctivitis neonatal and clostridium difficile infection. She denies any gyn complaints today. On (B)(6) 2016 pathology test was performed having result fallopian tubes, bilateral salpingectomy: no significant histopathologic change. Concurrent conditions included breast cancer, cervical cancer and bacterial vaginosis. Concomitant products included ibuprofen (motrin) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia).") And menorrhagia ("abnormal bleeding (vaginal, menorrhagia)."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain") and fallopian tube spasm ("complications or problems that occurred at the time of essure placement: one of my tubes spasm"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and fallopian tube spasm outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, fallopian tube spasm, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: left fallopian tube with 6 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: results: fallopian tubes, bilateral salpingectomy. Pregnancy test - on (B)(6) 2016: results: negative; on (B)(6) 2016: results: negative. Smear cervix - on (B)(6) 2016: results: negative for intraepithelial lesion or malignancy. Ultrasound scan vagina - in (B)(6) 2016: result: migration of essure device. Lot number: e01916, manufacture date: 27-may-2015, expiration date: 28-may-2018. Lot number: e01923, manufacture date: 11-jun-2015, expiration date: 28-jun-2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs received : events added- abnormal bleeding (vaginal, menorrhagia), abdominal pain, fallopian tube spasm and device insertion difficult. Events onset date, events severity, concomitant drug, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a 32-year-old female patient who had essure (batch no. E01916, e01923) inserted for female sterilisation. Medical conditions: she denies any gyn complaints today. Concurrent conditions included breast cancer, cervical cancer and bacterial vaginosis. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery ((B)(6) 2016, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: left fallopian tube with 6 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: fallopian tubes, bilateral salpingectomy pregnancy test - on (B)(6) 2016: negative; on (B)(6) 2016: negative smear cervix - on (B)(6) 2016: negative for intraepithelial lesion or malignancy on (B)(6) 2016 pathology test was performed having result fallopian tubes, bilateral salpingectomy: - no significant histopathologic change. Most recent follow-up information incorporated above includes: on 20-jun-2018: patient, reporter and product information are added. Lot number added. Lab dat added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a 32-year-old female patient who had essure (batch no. E01916, e01923) inserted for female sterilisation. Medical conditions: she denies any gyn complaints today. Concurrent conditions included breast cancer, cervical cancer and bacterial vaginosis. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery ((B)(6) 2016, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: left fallopian tube with 6 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: fallopian tubes, bilateral salpingectomy pregnancy test - on (B)(6) 2016: negative; on (B)(6) 2016: negative smear cervix - on (B)(6) 2016: negative for intraepithelial lesion or malignancy on (B)(6) 2016 pathology test was performed having result fallopian tubes, bilateral salpingectomy: - no significant histopathologic change. Lot number: e01916, manufacture date: (B)(6) 2015, expiration date: (B)(6) 2018. Lot number: e01923, manufacture date: (B)(6) 2015, expiration date: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.